Manufacturer narrative:
A customer reported that there were three separate incidents of the bvi, safety knife sideport 20g bx/10 in which the protective shield of the safety knife retracted, therefore exposing the blade. There were no reports of patient or user injury for this event. (2 of 3).

Event description:
A customer reported that there were three separate incidents of the bvi, safety knife sideport 20g bx/10 in which the protective shield of the safety knife retracted, therefore exposing the blade. There were no reports of patient or user injury for this event. (2 of 3).

Manufacturer narrative:
A customer reported that there were three separate incidents of the bvi, safety knife sideport 20g bx/10 in which the protective shield of the safety knife retracted, therefore exposing the blade. There were no reports of patient or user injury for this event. (2 of 3).

Event description:
A customer reported that there were three separate incidents of the bvi, safety knife sideport 20g bx/10 in which the protective shield of the safety knife retracted, therefore exposing the blade. There were no reports of patient or user injury for this event. (2 of 3).